Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia with associated chest pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred (B)(6) 2015; the vagus nerve was included in device placement. -patient had an esophagogastroduodenoscopy (egd) with dilation on (B)(6) 2017. -device explant due to severe dysphagia occurred without issue on (B)(6) 2017. -device was found in the correct location.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia with associated chest pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred (B)(6) 2015; the vagus nerve was included in device placement. -patient had an esophagogastroduodenoscopy (egd) with dilation on (B)(6) 2017. -device explant due to severe dysphagia occurred without issue on (B)(6) 2017. -device was found in the correct location.